Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was unknown at the time of incident. Customer was assisted with troubleshooting. The customer stated that the during filling process air bubbles were noticed in the reservoir, approximate size of air bubbles was bigger than champagne bubbles. Customer stated that there was no leaks. The reservoir will be returned for analysis.